Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of wear of the patella component after being implanted for approximately 13 years. However, this cannot be confirmed as the device was not available for evaluation and no further information was provided. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 10 years postop initial implant of this male patient, a patella exchange and pe exchange was completed due to poly wear. Patient was last known to be in stable condition following the event. The device is not available for evaluation due to implants were disposed by hospital.